Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr installed a new gas delivered engine (gde) and a new user interface module (uim). Ran calibrations as needed and now the device performs to specifications.

Event description:
The customer stated that the ventilator's user interface module (uim) intermittently won't power up with the unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. No root cause could be identified.